Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an unrelated meeting, a group of urology techs from mayo provided them with the following feedback on surestep foley catheter tray systems. Kinking of drainage tubing into the meter that issue was frequently noted, caused nurses to call the urology tech team for assistance. Caused backup of urine in the drainage tubing, with the urine unable to flow freely into the metered drain bag. Too much iodine provided in the tray. That was unnecessary and made a mess. Noticeable cuffing with silicone foley catheters, which causes difficulty removing the catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an unrelated meeting, a group of urology techs from mayo provided them with the following feedback on surestep foley catheter tray systems. Kinking of drainage tubing into the meter that issue was frequently noted, caused nurses to call the urology tech team for assistance. Caused backup of urine in the drainage tubing, with the urine unable to flow freely into the metered drain bag. Too much iodine provided in the tray. That was unnecessary and made a mess. Noticeable cuffing with silicone foley catheters, which causes difficulty removing the catheters.